Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) exhibited bradycardia rates around 40 beats/minute. The device is programmed to vvir with a lower rate limit setting of 60. Technical services discussed the possibility of loss of capture or oversensing. It was noted that the caller would discuss a device check with the md and would page the bsc representative if needed. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was later explanted for normal battery depletion. The device was returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.